Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were roundish clear flecks of plastic about a few milliliters in size in an intravia container. This was observed after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Removed method code as the pm was confirmed during visual inspection and no functional testing was performed. Changed result code and conclusion code. Visual inspection identified particulate matter inside the empty bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Functional leak testing was performed and the device operated within specification. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.